Event description:
Boston scientific received information that this right ventricular (rv) lead revealed a loss of capture (loc) for an unknown duration. A revision procedure was performed; and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.